Event description:
As reported by the user facility: reports under-infusion. Pump running for approximately one hour before occurrence. The nurse observed fluid from the primary line/bag leak into the secondary line/bag. The primary bag (0.9% sodium chloride 250ml) had 125ml remaining; the secondary bag (0.9% sodium chloride w/antibiotic 100ml partial fill) had 70ml remaining. The pump, tubing, and bags were removed from the patient and sequestered.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The actual pump, tubing sets, and bags in the reported incident were returned for evaluation. A review of the pump log revealed that the pump's time was not set up correctly and the recorded times were three hours earlier than the actual time of the events. On (B)(6) 2011, between 11:07:54 am and 11:09:33 am (pump time), the log indicates that the rate and volume to be infused (vtbi) were set to 200 ml/hr and 100 ml respectively. The infusion was started two times, both stopping immediately with pressure alarms. The pump was placed in standby at 11:09:33 and taken off standby at 12:26:24. Another infusion was started at 12:29:12 pm and ended with the pump correctly going into kvo at 12:59:01 pm after the 100 ml had been delivered. The kvo alarm and infusion were turned off at 1:06:50 pm. At 1:07:48 pm, another infusion was started but was manually stopped at 1:08:21 pm. The infusion was started again at 1:08:31 pm and ran until 1:34:08 pm when the pump was manually stopped again, delivering 101.5% of the expected volume based on the time the pump infused. The volume infused and within the specification of 100 +/- 5%. The pump was started and stopped two more times until the original vtbi of 100 ml was reached and the pump went into kvo at 1:39:28 pm. There was one more nine second infusion before the pump was put into standby again at 1:42:30 pm. There were no other infusion on (B)(6) 2011. Per the log, the pump ran as programmed. The volumetric accuracy was tested three times using the customer-supplied lines and bags at a rate of 200 ml/hr and a vtbi of 100 ml, consistent with the pump operation log information. The test results were in specification at 102 ml, 102 ml, and 101 ml. The pump operated as intended and the reported failure could not be reproduced. No physical damage was identified to the pump hardware which could have potentially contributed to the reported event. As described in the event, the flow of fluid observed was from the primary line/bag into the secondary line/bag. Fluid flow in this direction is directly related to the head height of the bags, as there is no back check valve in this direction of fluid flow. Visual examination of customer-supplied lines and bags indicated the customer's secondary line to be attached to the primary tubing's lower y site valve, located downstream from the pump. With the secondary line set in this location near the patient, it is likely that the head height of the secondary bag was below the primary bag. If this were the case, there would be fluid flow from the primary line into the secondary bag. It should be noted that in the pumps instructions for use it is noted that the secondary (piggyback) line should be attached to the y site "above" the pump. Based on the results of this investigation, it appears the backflow of fluid from the primary line into the secondary bag is the result of incorrect head height of the secondary bag in relation to the primary bag on the set. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available from the manufacturer, a follow-up report will be filed.